Event description:
It was reported that revision surgery was performed. The patient did not have adequate flexion and extension and experienced extreme pain. A culture showed the patient had a staph infection. Implantation was in 2005. The revision was in 2009. Only the tibial insert was revised.